Event description:
Facility clinical engineer reported pt receiving continous venovenous hemofiltration (cvvh) on the baxter bm25 device. The healthcare (hcp) stated there was a rupture in the hemofilter resulting in "pink tinged" dialysate fluid, as if there were blood leak, however, the device did not elicit a blood leak alarm. The hcp tested the dialysate fluid with hemastix and the result was positive. There was no medical intervention and no pt injury indicated. No further info was provided by the facility.